Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated and decreased blood glucose levels of an unknown value. Further information regarding the event could not be obtained. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.